Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review, there was no indication of an issue with the system, as bg values were found to align well with sg trends overall. Occasional differences were consistent with expected lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. The user acknowledged and agreed with this assessment. A review of the data management system (dms) confirmed that the system remained in active use with current data . No device malfunction was identified, and no further investigation was required.